Event description:
The event is reported as: complaint was reported as the following: complaint alleged: the aquapak was connected directly at the wall to the flowmeter. During exchange of nasal prongs (not during use on pt) the aquapak was broken at the same location and dropped down. No pt injury reported.

Manufacturer narrative:
The lot number cannot be confirmed at the time of this report. It is unclear if the affected lot number is 126116 or 129116. The correct lot number will be indicated on the f/u report. Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.